Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: (1) bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty. In this case, the exact cause of the too aortic placement cannot be confirmed. It is possible that calcification on the left coronary cusp (lcc) contributed to the malposition. In addition, it is likely that the too-aortic position of the valve caused the calcified lcc to be pushed towards the lmt during deployment, worsening the patient¿s pre-existing lmt stenosis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transapical tavr procedure, the patient¿s pre-existing left main trunk (lmt) stenosis was noted to have worsened post deployment of a 26 sapien xt valve. The 26mm sapien xt was implanted with 1ml less than nominal volume under rvp at 180ppm.the xt valve was positioned 50:50 aortic/ventricular (a/v). During deployment the balloon moved slightly ventricular and the physician pushed it aortic. The final position of the valve was 90:10 a/v with mild paravalvular leak (pvl). The top end of the xt valve was located directly below the coronary ostium. Due to concern for stenosis and occlusion, a coronary angiography was performed and showed a 50% stenosis of the left main trunk (lmt). When compared with a previous study it was confirmed that the patient¿s pre-existing stenosis had worsened. Cine images revealed that a calcification in the left coronary cusp (lcc) appeared to have been pushed towards the lmt during deployment. Since the blood flow to the coronaries was stable and it was difficult to perform a kissing balloon technique on the lmt, it was decided to monitor the patient and follow-up after the procedure. The patient was stable at the end of the procedure.

Manufacturer narrative:
The patient was already discharged without any symptoms. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-02656.